Event description:
It was reported that: at the beginning of the procedure in a heart room, the doctor attempted to manually ventilate the patient, however, could not. The doctor noted that the device was delivering flow and then verified a proper airway was established. During his investigation, he heard a pop sound, and the doctor was then able to manually ventilate the patient. The doctor completed the case using the device. No patient injury reported.